Event description:
It was reported that patient had recurring incontinence. Physician did a revision of an artificial urinary sphincter (aus) and planned to replace all three components. After the components were open he decided to reuse the pump currently implanted. No patient complications related to device. Allegation was not complete via product analysis.

Manufacturer narrative:
The device history record (DHR) confirmed that the devices met all material, assembly and performance specifications. The pump was visually and microscopically examined and not damage or abnormality was noted. There pump passed functional testing, performing within specifications and no leaks were detected. There was no issue with the pump that could have caused or contributed to the reported urinary incontinence. A labeling review found that urinary incontinence is noted as a potential adverse event. Based on the investigation results, an evaluation conclusion code of known inherent risk of device was assigned to this event.

Event description:
It was reported that patient had recurring incontinence. Physician did a revision of an artificial urinary sphincter (aus) and planned to replace all three components. After the components were open he decided to reuse the pump currently implanted. No patient complications related to device.